Manufacturer narrative:
One opened gfd handle assembly and shunt in the plastic tray was received for the report of after insertion, aqueous humor could not be confirmed. The shunt was visually inspected and was found to be nonconforming, light does not pass though the inner diameter. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation of the returned sample confirms the inner diameter of the shunt was occluded which confirms the reported issues of aqueous humor could not be confirmed. The root cause for the occluded inner diameter can not be confirmed; however a manufacturing related root cause can not be ruled out. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during glaucoma shunt implant procedure, they noticed that after insertion, aqueous humor could not be confirmed. Therefore, it was replaced to a new one and the surgery was completed without any problems. The involved eye and the patient identifier were not available. There was no patient harm. Additional information has been requested.